Event description:
It was reported that during the implant attempt of the lead insulation came off during the sheath removal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation of the lead was extrinsically breached due to pulling/stretching/ overstress. The proximal and distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and the outer insulation of the lead was extrinsically breached due to a tear. The visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.